Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the electrode was explanted due to the infection. No additional adverse patient effects were reported.

Event description:
It was reported that the patient experienced an infection, however no revision occurred. Thus the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remained in service. There were no additional adverse effects reported.